Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID# 2134265-2017-11948. It was reported that the guidewire became entrapped on the stent delivery system. The target lesion was located in the left superficial femoral artery. A 7x150x130 innova¿ stent system was advanced over a magic torque guidewire and the innova¿ was successfully deployed. During removal, the innova delivery system could not be removed over the guidewire. The guidewire and delivery system were removed together as one unit. It was noted that the guidewire may have been kinked. A new guidewire was placed and another stent was implanted to complete the procedure. No patient complications were reported and the patient¿s condition post procedure is fine.